Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this pacemaker. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.